Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a patient who had disconnected the heater bag and connected a supply bag to the heater bag during therapy on the homechoice machine. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2011. Baxter advised the patient if new supplies are need to change all the supplies as it represents a sterility issue to do otherwise. The patient stated therapy was going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.